Event description:
Customer reports lancet protruding from end cap of softclix device. Manufacturer's agent was unable to determine from the customer if lancet failed to retract prior to or after firing. No adverse event reported. A request was made for the return of the product.